Event description:
It was reported that the patient presented via (B)(6). Upon investigation, it was revealed that there were multiple auto mode switch episodes due to external emi. Patient was asymptomatic. Patient is cautioned to avoid possible sources of emi. Patient will continue to be followed normally.